Event description:
During an embolization procedure of a pcom aneurysm, the stent was advanced via mc, the enterprise vrd and delivery (enc452812/10086765) was difficult to advance at tip of the prolwer select plus (mc) microcatheter (606s255x/15536044). Then, the enterprise was withdrawn a little and another attempt made, but still failed. The device was withdrawn but t was blocked in the mc. Finally, the whole system (stent and mc) were removed, and changed to another one to complete the procedure. No extra force was used to advance the stent/delivery system. A constant and dedicated flush was maintained at all times through the microcatheter, and constant fluoroscopy was performed during deployment and recapturing. After removal, no damages were noted on the enterprise stent or microcatheter, and prior to shipping no other damages were noted on the enterprise (unraveled/stretched, stent damage or detached), delivery system or microcatheter (if being returned). The user was trained to use the device. The products were new, and the products were prep per IFU. The microcatheter was not re-shaped prior to use. There was no serious injury reported with the event, and the components will be returned for analysis.

Manufacturer narrative:
During an embolization procedure of a pcom aneurysm, there was difficulty advancing the enterprise vrd (enc452812/10086765) at tip of the prowler select plus (606s255x/15536044) microcatheter (mc). Then, the enterprise was withdrawn a little and another attempt made, but still failed. The device was withdrawn but it was blocked in the mc. Finally, the whole system (stent and mc) were removed, and changed to another one to complete the procedure. No extra force was used to advance the stent/delivery system. A constant and dedicated flush was maintained at all times through the mc, and constant fluoroscopy was performed during deployment and recapturing. After removal, no damages were noted on the enterprise stent or mc, and prior to shipping no other damages were noted on the enterprise (unraveled/stretched, stent damage or detached), delivery system or microcatheter. The user was trained to use the device. The products were new, and the products were prepped per IFU. The mc was not re-shaped prior to use. There was no serious injury reported with the event, and the components will be returned for analysis. A review of the manufacturing documentation associated with this prowler select plus lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15536044 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. One non sterile enterprise and one prowler select plus microcatheter (mc) were received coiled in a plastic bag. The enterprise was received stuck inside the mc. 64.5cm of the enterprise (proximal section) was received outside of the microcatheter also 1.30cm of the enterprise (coil tip) can be observed outside of the distal tip of the mc. Blood residuals were observed on the stent. Further functional testing could not be performed due to the enterprise being stuck in the mc. An x-ray was performed on the devices. The result showed that the stent was stuck in a compressed section found on the distal section of the mc; also it was observed that the enterprise distal tip coil wire was stretched. The mc was cut at 5cm from the distal end. After that, additional force was applied to the enterprise and the stent could be deployed out of the mc. Once the stent was removed from the microcatheter, no damages to the stent were observed with microscopic examination. The ID from the microcatheter was measured and was found within specification. The microcatheter was flushed using a lab sample syringe nipro, after that an enterprise (lab sample) was introduced in to the microcatheter and the enterprise was advance smoothly until it can came out of the microcatheter¿s cut section without any difficulty. The reported inability to completely advance the enterprise through the prowler select plus followed by inability to withdraw the enterprise was confirmed. The cause with functional testing of the returned device was due to the compressed section found on the microcatheters distal tip, which may also have been the cause during procedural use. The exact cause of the compressed section noted on the mc as well as the stretched condition on the enterprise coil distal section could not be conclusively determined. Procedurally, the mc would have been positioned at the target site over a guidewire prior to insertion of the enterprise system. Based on this it appears that procedural factors may have contributed to the event. Additionally inspections are in place to prevent these types of damages leaving from the facility. The enterprise system and prowler select plus did not present with any indication of manufacturing defect or anomaly contributing to the event. The device history records indicated that the products met specification prior to shipment; therefore no corrective or preventive actions will be taken at this time. Therefore, no corrective actions will be taken at this time. This is one of multiple products involved with this adverse event, which is associated with mfg report 1058196-2012-00228 and 1058196-2012-00229.

Manufacturer narrative:
This is one of multiple products involved with this adverse event, which is associated with mfg report 1058196-2012-00228 and 1058196-2012-00229. The product will be returned for analysis, and additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
A non-sterile microcatheter select plus 150/5 cm was received coiled inside of a plastic bag, inside of it an enterprise was received stuck. The microcatheter was inspected and a compressed section was noted on it. Also a section of the enterprise (proximal section) was received outside of the prowler as well as another part (coil tip) can be observed outside of the microcatheter for the distal section of it. The microcatheter was inspected under a microscope and the damages found on the visual analysis were confirmed (compressed section). An x-ray was performed to the devices; the result showed that the stent was stuck in the compressed section found on the distal section of the microcatheter. The ID from the microcatheter was measured and was found within specification. The microcatheter was cut at 5cm from the distal end. After that, additional force was applied to the enterprise and the stent can be out and it was deployment. The microcatheter was flushed using a lab sample syringe nipro, after that an enterprise (lab sample) was introduced in to the microcatheter and the enterprise was advance smoothly until it can came out of the microcatheter's cut section without any difficulty. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported failure as "catheter- obstructed" was confirmed during the functional analysis. The failure experienced by the costumer appears was due to the compress section found on the microcatheter because once that the cut was held in the microcatheter and eliminating the compressed section of it the functional test could be performed without any difficulty. The damages found on the device could not be conclusively determined; however these defects could not be related to the manufacturing process and procedural factors appear to have contributed to have these damages. Neither the analysis nor the DHR suggest that the failure reported could not be related to the manufacturing process; additionally inspections are in place that prevents these kinds of damages from leaving the facility. Therefore no corrective actions will be taken at this time. This is one of multiple products involved with this adverse event, which is associated with mfg report 1058196-2012-00228 and 1058196-2012-00229. Additional information will be submitted within 30 days of receipt.